Event description:
It was reported to philips that the system was rebooting repeatedly. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was stuck in a boot loop. Philips field service engineer (fse) inspected the system onsite and confirmed that larger patient databases slowed down the system. Fse deleted patient data and restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.